Manufacturer narrative:
A sample was not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Updated h6 evaluation codes: health effect - clinical code to code 2687.

Event description:
During the mesc collection procedure, the aspirate needle was inserted by the operator at the level of the right posterior iliac crest, in order to proceed with bone marrow blood aspiration. Subsequently, when the operator was withdrawing the needle, the handle of the device disengaged from the needle and remained stuck in the thickness of the bone. In a few minutes, using klemmer forceps, it was possible to remove the needle from the bone seat, and continue with the collection procedure using other needles from the same batch, without further incidents. There was no patient injury reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.